Manufacturer narrative:
Device received a64 alarm during self test and also unable to communicated with test glucose meter due to faulty connector. No blank display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received rf pic failed self test alarm and the screen went blank then a count down. The customer¿s blood glucose was 89 mg/dl. Troubleshooting was done for pump error alarm. Customer was assisted in reviewing alarm history. Customer stated that they were able to clear the alarm. Customer reported that the insulin pump did not required rewind. Customer not able to complete rewound. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.